Event description:
The customer contact reported the pt received less medication than intended. On (B)(6) 2011 at an unspecified time, the device was programmed for continuous delivery of 5fu (fluorouracil) 4gm/100ml, at a rate of 4ml/hr, and the delivery was started. No further programming parameters were provided. The customer contact reported the duration of the delivery was 22 hours. After an unspecified length of time, the homecare pt returned to the physician's office for a scheduled visit. At that time, the customer contact reported the device display indicated "empty container"; however, an estimated 2/3 of the volume remained in the container, instead of the expected empty container. The device was removed from clinical service. The remaining volume was discarded. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. On an unspecified date, the next scheduled delivery was resumed using a replacement device. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.25ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. On (B)(6) 2011 at 2003, the device was programmed for continuous only delivery in ml, with a 4ml/hr rate, a 90ml vtbi (volume to be infused), a 90ml container a 2ml air sensitivity. A 4.3ml priming volume occurred. Between 2007 and 2014 the device was powered off and on. At 2045, the delivery was started. A new date (B)(6) 2011 occurred. At 1430, the delivery was stopped and the device was powered off. At 2014, the device was powered on. At 2017, the delivery was started. Between 2357 and 2359, a empty container alarm occurred, the delivery was stopped and the device powered off and on. A new date (B)(6) 2011 occurred and the device was powered off. Between 0001 and 0002, the device was powered on twice. Between 0019 and 0038, an empty container alarm occurred twice, was silenced, and the device was powered off. At 1543, the device was powered on and off. A review of the history indicates the device delivered as programmed. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).